Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the imaging unit and the video connector of the subject device were broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that unspecified timing, an endoscopic image disappeared during the operation of the angulation of the subject device. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. There was a possibility of failure of the ccd or the circuit board. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon was duplicated. When the video connector of the subject device was replaced with a spare video connector, the subject device worked normally. Therefore, there is a possibility that the reported phenomenon occurred since the circuit board of the video connector was broken due to the following causes. A temporary overcurrent occurred when the user plugged and unplugged the video connector from the video system center while the video system center was turned on. Static electricity was applied to the electrical contacts of the video connector. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.